Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that the receiver displayed oor for an unspecified amount of time on (B)(6) 2016. No additional event or patient information is available.